Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: during investigation, the pump powered up to a blank display. The complaint of a call service 064 alarm during rewind was unable to be adequately investigated, due to a blank display. No call service 064 alarms were found in the black box. The pump was opened to find moisture on the printed circuit board, and components related to the motor circuit.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.